Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on 02/11/2009. The fse inspected the instrument and found one aspirate probe was not locked into its place properly, and the substrate fitting was loose. Also, the fse adjusted the transducer ultrasonic's. The fse verified that the instrument is performing to specs. Although, several hardware issues were addressed, a definitive root cause for this event could not be determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter inc, (bci) on 02/09/2009 in regards to erroneously elevated accutni (troponin) results in the risk stratification range for unspecified number of pts. The results were generated on a unicel dxc 600i synchron access clinical system. The initial erroneously elevated accutni results were reported outside the lab. The specific number of results reported out was not known. The customer re-ran the sample and it was within the reference range. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.